Event description:
Routine cardiopulmonary bypass with double venous cannulation and moderate hypothermia. Intraoperative left atrial radiofrequency (rf) ablation was performed using a thermaline probe to treat atrial fibrillation (af). Rf ablation was performed endocardially under temperature control, after left atriotomy, using the thermaline probe. Rf pulses were delivered in order to obtain circumferential isolation of both right and left pulmonary veins, a lesion connecting the previous lines, and a lesion connecting the line encircling the left veins to the mitral annulus. The surgical endpoint was creation of a continuous visible endocardial scar. Each delivery was performed in order to achieve a temperature of 60 degees to 70 degrees c for 60 seconds; from one to seven electrodes fired simultaneously according to the endocardial contact verified by the surgeon. In the event of a impedance, the pulse was repeated. An ept 1000tc generator was used as the energy source, and power was set to 50 w. The patient subsequently died of infective complications due to inadvertent esophageal damage. Pt had complained of progressive fainting and dysphagia several days after surgery; gastroscopy revealed the esophagel perforation. No left atrial perforations were found during autopsy on this patient, although the inferior third of the esophagus displayed inflammatory necrosis with fistulation into the right inferior lobar bronchus.